Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. During procedure, a minor proximal type I endoleak was noted. The endoleak was monitored. On an unknown date, reportedly, the proximal type I endoleak was resolved. On an unknown date, it was reported that recent computed tomography scan confirmed recurrence of proximal type I endoleak. On (B)(6) 2023, the patient underwent reintervention. An additional stent-graft was to extend the device proximally. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation findings code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis may include, but are not limited to, endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.